Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue during device servicing and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issues is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which was an olympus asset, with no reported complaint. During evaluation of the device, lift/gap in adhesive around the light lens and the objective lens was observed. There was no patient involvement.